Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the customer's report was attributed to the defibrillator's associated electrode pads. Review of the device history log shows multiple occurrences of error 256. This error indicates that there is a communication issue between the defibrillator and electrodes and is not necessarily an indication of a device malfunction. This error only occurs in non-rescue mode and does not impact the device's ability to be used clinically. Analysis for reports of this type has not identified an increase in trend.